Event description:
The facility representative reported a colleague infusion pump with the "open" key on phm channel c not working". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an inoperative "open" key was confirmed during product evaluation. The assignable cause was a loose connection on the user interface module printed circuit board communication harness. The harness was reconnected to correct the reported condition. The user software version is 7.01.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.